Event description:
This is a report of a home patient (hp) who experienced a connection issue between a continuous automated peritoneal dialysis (capd) disconnect y-set and an unknown transfer set. This occurred during setup for capd therapy. The hp reported that the y-set continually spun around the transfer set without tightening. The hp tried connecting other y-sets to the same transfer set, but experienced the same result. There was no patient injury or medical intervention reported. No additional information is available. This is report 5 of 9 for the same patient.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.